Event description:
It was reported that a patient presented remotely via merlin. Net. Upon examination, it was noted that the patient's right atrial (ra) lead was found to have low p wave sensing. It was determined that the patient had dislodged, causing the ra lead to dislodge and creating patient discomfort. The dislodgement was noted through x-ray imaging. Corrective programming changes were made and surgical intervention was planned. The patient was stable throughout.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2022. No adverse patient consequences were reported.